Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported that during a patient's dye study using the smart port CT device, it was observed there was a fracture at the lower 2/3rd's of the catheter. Upon injection a small amount of contrast, extravasation of contrast was visually observed from the tubing at the level of the first rib. Contrast did extend through the distal aspect of the tubing into the superior vena cava. The port was removed and replaced without injury to the patient. The port was used for chemotherapy. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a smartport with catheter tubing. As received, the port contained bio material {blood} inside and out. The port was returned with approximately 1cm of catheter attached to the port and approximately 19cm detached/fractured. The fracture is jagged in appearance. There is a longitudinal slice from the 15-16 cm mark (5-6 cm from port body). The catheter tubing was confirmed to meet dimensional specifications. No manufacturing non-conformances were observed. The customer's complaint description of catheter fracture/leak is confirmed. The likely root cause of the catheter fracture is pinch-off syndrome. This is indicated by the following: placement in left sub-clavian vein, longitudinal slice of the catheter fracture (flexural failure), location of fracture at least 5cm away from the port., the event description stated that, "extravasation of contrast was visually observed from the tubing at the level of the first rib", and, over pressurization of the catheter tubing is another potential contributing factor. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter disconnection or migration and surgical complications. Implantation of attachable catheter (venous/vascular): trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. Blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Contraindications: catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).